Event description:
It was reported that cgm displayed error message 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through pump reset, after which cgm error message did not reappear, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: unknown / unknown / unknown / unknown.